Manufacturer narrative:
Concomitant medical products: one used non bd spike adapter; one used equashield connector; one used 250ml b braun, ref l8002, ndc 0264-7800-20, lot j8p017, exp 11/20, 0.9% sodium chloride injection; td: (B)(6) 2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing set separated during a rituximab 750mg/ns 270ml (with 20ml overfill) infusing at a rate of 23ml/hour (50mg/hour) with a total vtbi of 345ml. Although there was no patient harm, there was a slight delay in treatment.

Event description:
The customer reported that the tubing set separated during a rituximab 750mg/ns 270ml (with 20ml overfill) infusing at a rate of 23ml/hour (50mg/hour) with a total vtbi of 345ml. The patient required additional medications to counteract a medication reaction due to the event.

Manufacturer narrative:
Concomitant medical products: delete pri tubing from initial report. The customer report that the tubing set separated was confirmed. Visual inspection showed a tear in the silicone segment at an area atop the lower fitment component. The tear measured approximately 0.05 inches in length. Functional testing and pressure testing resulted in an immediate leak from the observed tear. The root cause of the observed damage was not identified.

Event description:
The customer reported that the tubing set separated during a rituximab 750mg/ns 270ml (with 20ml overfill) infusing at a rate of 23ml/hour (50mg/hour) with a total vtbi of 345ml. Although there was no patient harm, there was a slight delay in treatment.